Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event, felt dizziness, and lost consciousness. No fingerstick was taken but the patient stated that the cgm reading would have been around 300 mg/dl. An ambulance was called by the patient¿s son and when the paramedics arrived the patient received treatment with intravenous fluids. The patient regained consciousness after 30 minutes and was brought to the hospital. At the hospital the patient received further intravenous treatment and when a fingerstick was taken the cgm reading was 353 mg/dl, and the blood glucose reading was 320 mg/dl. The patient stayed in the hospital for 4 days total and at the time of being discharged the patient was stable.